Manufacturer narrative:
A video was provided showing leakage from the connection of the 011-ch2000s-pc spinning spiros and a microclave. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) for the possible lot numbers were reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
An email was received regarding a spinning spiros, in which it was reported that at least in two occasions, upon being connected, the spiros began to drip continuously. There was patient involvement, but no harm. This is report one of two.

Manufacturer narrative:
Possible lots with expiration and manufacturing dates: lot#: 14113633 exp. Date: not found manufacture date: not found. Lot#: 13963263 exp. Date: not found manufacture date: not found. Lot#: 14279483 exp. Date: 1/1/2030 manufacture date: 1/20/2025. Lot#: 14279452 exp. Date: 1/1/2030 manufacture date: 1/16/2025. Lot#: 14522411 exp. Date: 8/1/2030 manufacture date: 8/5/2025. Lot#: 14169252 exp. Date: 10/1/2029 manufacture date: 10/9/2024. Lot#: 13992233 exp. Date: 5/1/2029 manufacture date: 5/1/2024. Lot#: 14396967 exp. Date: 4/1/2030 manufacture date: 4/29/2025. Lot#: 14523571 exp. Date: 8/1/2030 manufacture date: 8/6/2025. The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.